Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes the suction works and sometimes it did not in purewick urine collection system. Tried troubleshooting and the nurse also tried the trouble shooting. Pattern asked them to reach out to your team for assistance with the return label and biohazard box per the complaint process.